Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance, trending of lot number and system risk analysis (sra). Per the supplier's certificate of conformance, product met all specifications before release. Trending analysis by lot number was reviewed from 04/15/2015 to 10/12/2015 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The likely assignable cause of the issue can be attributed to metal trays that the customer was using. It is unclear why the metal trays were causing the issue; however, the customer stated the issue was resolved and has not occurred again since they stopped utilizing the metal trays. It is unlikely that there was an issue with the unit as the cycle did not cancel. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202.

Event description:
The customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.